Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0055) on 11-aug-2015. The most recent information was received on 15-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe tugging pain that originates on left side of lower abdomen/ pain") and genital haemorrhage ("every time got this pain, it is accompanied by light bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("feels like something is ripping ovary apart"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and adnexa uteri pain had not resolved and the genital haemorrhage and menstruation irregular outcome was unknown. The reporter considered adnexa uteri pain, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 15-feb-2018: fu from lc: product start date updated and stop date added. Event "pelvic pain" made medically significant and intervention required and surgery ticked and updated to incident. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe tugging pain that originates on left side of lower abdomen/ pain/ pelvic area,specifically on my left side") and genital haemorrhage ("every time got this pain, it is accompanied by light bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, urinary tract infection and crying. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("feels like something is ripping ovary apart"). In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced stress ("other injury(ies) or complication (s) (stress)."). In 2015, the patient experienced dyspareunia ("pain during intercourse along with bleeding and feeling of something tugging or pulling on my left side/dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced somatic symptom disorder of pregnancy ("psychological or psychiatric problems(pseudocyesis)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, 6 years 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes"), discomfort ("feeling of heaviness"), coital bleeding ("pain during intercourse along with bleeding and feeling of something tugging or pulling on my left side") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure-left side was trouble some"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and urinary incontinence had resolved, the menstruation irregular, somatic symptom disorder of pregnancy, migraine, dysmenorrhoea, fatigue, stress, discomfort and coital bleeding outcome was unknown, the adnexa uteri pain had not resolved and the female sexual dysfunction, dyspareunia and weight increased was resolving. The reporter considered adnexa uteri pain, coital bleeding, complication of device insertion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, somatic symptom disorder of pregnancy, stress, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received. Reporter's information was added. Patient's demographics, date of insertion, date of removal was updated. Concomitant condition, lab data was added. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), pseudocyesis, bladder incontinence, migraines ,headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, coital bleeding, stress and complications or problems that occurred at the time of your essure placement procedure-left side was trouble some. Updated onset date of events. Updated outcome of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0055) on 11-aug-2015. The most recent information was received on 03-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe tugging pain that originates on left side of lower abdomen/ pain/ pelvic area,specifically on my left side') and genital haemorrhage ('every time got this pain, it is accompanied by light bleeding') in a 23-year-old female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight was 290 lbs. Patient did hormone test, it came back negative. Concurrent conditions included obesity, urinary tract infection and crying. Concomitant products included ethinylestradiol;ethisterone (e p hormone) and ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient underwent urinary bladder suspension ("bladder lift") and experienced vaginal prolapse ("bladder or urinary problems or changes: vaginal prolapse"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("feels like something is ripping ovary apart/ the horrible pain I'm felling on my left ovary"). In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years 10 months after insertion of essure. In 2014, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced stress ("other injury(ies) or complication (s) (stress)."). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("pain during intercourse along with bleeding and feeling of something tugging or pulling on my left side/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced somatic symptom disorder of pregnancy ("psychological or psychiatric problems(pseudocyesis)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), urinary tract disorder ("bladder or urinary problems or changes"), discomfort ("feeling of heaviness"), coital bleeding ("pain during intercourse along with bleeding and feeling of something tugging or pulling on my left side"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure-left side was trouble some"), mental disorder ("psychological or psychiatric condition"), urinary incontinence ("bladder incontinence"), abdominal pain lower ("lower abdominal pain"), abdominal tenderness ("tenderness /tenderness to my lower abdomen"), allergy to metals ("home nickel allergy test"), thrombosis ("clots"), sneezing ("sneezed"), ovarian cyst ("huge cyst on my right ovary"), alopecia ("losing hair like crazy"), endometrial thickening ("endometrial thickening") and bladder prolapse ("bladder prolapse"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder and urinary incontinence had resolved, the menstruation irregular, somatic symptom disorder of pregnancy, migraine, dysmenorrhoea, fatigue, stress, discomfort, coital bleeding, back pain, abdominal pain, urinary bladder suspension, vaginal prolapse, mental disorder, abdominal pain lower, abdominal tenderness, allergy to metals, thrombosis, sneezing, ovarian cyst, alopecia, endometrial thickening and bladder prolapse outcome was unknown, the adnexa uteri pain had not resolved and the female sexual dysfunction, dyspareunia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal tenderness, adnexa uteri pain, allergy to metals, alopecia, back pain, bladder prolapse, coital bleeding, complication of device insertion, discomfort, dysmenorrhoea, dyspareunia, endometrial thickening, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, mental disorder, migraine, ovarian cyst, pelvic pain, sneezing, somatic symptom disorder of pregnancy, stress, thrombosis, urinary bladder suspension, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: she need additional surgery. (B)(6) 2010 (as written per pfs, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were reported via social media: sneezed, huge cyst on my right ovary, losing hair. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media was received. New events added: sneezed, huge cyst on my right ovary, losing hair. Outcome of the previously added event tenderness updated to tenderness to my lower abdomen. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe tugging pain that originates on left side of lower abdomen/ pain/ pelvic area,specifically on my left side") and genital haemorrhage ("every time got this pain, it is accompanied by light bleeding") in a 23-year-old female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight was 290 lbs. Concurrent conditions included obesity, urinary tract infection and crying. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient underwent urinary bladder suspension ("bladder lift") and experienced vaginal prolapse ("vaginal prolapse"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("feels like something is ripping ovary apart"). In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years 10 months after insertion of essure. In 2014, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced stress ("other injury(ies) or complication (s) (stress)."). In 2015, the patient experienced dyspareunia ("pain during intercourse along with bleeding and feeling of something tuggling or pulling on my left side/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced somatic symptom disorder of pregnancy ("psychological or psychiatric problems(pseudocyesis)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), discomfort ("feling of heaviness"), coital bleeding ("pain during intercourse along with bleeding and feeling of something tuggling or pulling on my left side") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure-left side was trouble some"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and urinary tract disorder had resolved, the menstruation irregular, somatic symptom disorder of pregnancy, migraine, dysmenorrhoea, fatigue, stress, discomfort, coital bleeding, back pain, abdominal pain, urinary bladder suspension and vaginal prolapse outcome was unknown, the adnexa uteri pain had not resolved and the female sexual dysfunction, dyspareunia and weight increased was resolving. The reporter considered abdominal pain, adnexa uteri pain, back pain, coital bleeding, complication of device insertion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, somatic symptom disorder of pregnancy, stress, urinary bladder suspension, urinary tract disorder, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe tugging pain that originates on left side of lower abdomen/ pain/ pelvic area,specifically on my left side') and genital haemorrhage ('every time got this pain, it is accompanied by light bleeding') in a 23-year-old female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight was 290 lbs. Concurrent conditions included obesity, urinary tract infection and crying. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient underwent urinary bladder suspension ("bladder lift") and experienced vaginal prolapse ("bladder or urinary problems or changes: vaginal prolapse"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("feels like something is ripping ovary apart/ the horrible pain I'm felling on my left ovary"). In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years 10 months after insertion of essure. In 2014, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced stress ("other injury(ies) or complication (s) (stress)."). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("pain during intercourse along with bleeding and feeling of something tuggling or pulling on my left side/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced somatic symptom disorder of pregnancy ("psychological or psychiatric problems(pseudocyesis)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), urinary tract disorder ("bladder or urinary problems or changes"), discomfort ("feling of heaviness"), coital bleeding ("pain during intercourse along with bleeding and feeling of something tuggling or pulling on my left side"), complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure-left side was trouble some"), mental disorder ("psychological or psychiatric condition"), urinary incontinence ("bladder incontinence"), abdominal pain lower ("lower abdominal pain"), tenderness ("tenderness"), allergy to metals ("home nickel allergy test") and thrombosis ("clots"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder and urinary incontinence had resolved, the menstruation irregular, somatic symptom disorder of pregnancy, migraine, dysmenorrhoea, fatigue, stress, discomfort, coital bleeding, back pain, abdominal pain, urinary bladder suspension, vaginal prolapse, mental disorder, abdominal pain lower, tenderness, allergy to metals and thrombosis outcome was unknown, the adnexa uteri pain had not resolved and the female sexual dysfunction, dyspareunia and weight increased was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, coital bleeding, complication of device insertion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, mental disorder, migraine, pelvic pain, somatic symptom disorder of pregnancy, stress, tenderness, thrombosis, urinary bladder suspension, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: she need additional surgery. (B)(6) 2010 (as written per pfs, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Concomitant medication added. Events ; psychological or psychiatric condition, bladder incontinence, lower abdominal pain, tenderness, home nickel allergy test , clots were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0055) on 11-aug-2015. The most recent information was received on 12-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe tugging pain that originates on left side of lower abdomen/ pain/ pelvic area,specifically on my left side") and genital haemorrhage ("every time got this pain, it is accompanied by light bleeding") in a 23-year-old female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient's current weight was 290 lbs. Concurrent conditions included obesity, urinary tract infection and crying. On (B)(6)2010, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain") and abdominal pain ("abdominal pain"). In (B)(6)2011, the patient underwent urinary bladder suspension ("bladder lift") and experienced vaginal prolapse ("vaginal prolapse"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("feels like something is ripping ovary apart"). In 2013, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 years 10 months after insertion of essure. In 2014, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced stress ("other injury(ies) or complication (s) (stress)."). In 2015, the patient experienced dyspareunia ("pain during intercourse along with bleeding and feeling of something tugging or pulling on my left side/dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced somatic symptom disorder of pregnancy ("psychological or psychiatric problems(pseudocyesis)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), discomfort ("feeling of heaviness"), coital bleeding ("pain during intercourse along with bleeding and feeling of something tugging or pulling on my left side") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure-left side was trouble some"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and urinary tract disorder had resolved, the menstruation irregular, somatic symptom disorder of pregnancy, migraine, dysmenorrhoea, fatigue, stress, discomfort, coital bleeding, back pain, abdominal pain, urinary bladder suspension and vaginal prolapse outcome was unknown, the adnexa uteri pain had not resolved and the female sexual dysfunction, dyspareunia and weight increased was resolving. The reporter considered abdominal pain, adnexa uteri pain, back pain, coital bleeding, complication of device insertion, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, somatic symptom disorder of pregnancy, stress, urinary bladder suspension, urinary tract disorder, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 12-feb-2019: pfs received- lot number were added. New events abdominal pain, lower back pain, vaginal prolapse, bladder lift were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.